Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the downstream occlusion (dso) sensor seal had an air bubble. A review of the event history log (ehl) showed the cassette was not attached and pointed to report error. During the functional testing could not attach the cassette to prime - always alarmed with cassette not attached properly. Air bubble found on the dso seal with trace of fluid ingression on dso sensor. The root cause of the issue could not be determined. Replaced the dso sensor.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited a no disposable alarm.

Manufacturer narrative:
Location: (B)(6). Additional contact information: (B)(6).